Event description:
Additional information was received that an invasive procedure was performed. This lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that prior to a normal device change out procedure, this right atrial (ra) lead exhibited intermittent pacing impedance measurements greater than 2,500 ohms. The physician elected to leave the lead implanted with the new device. Testing via the pacing system analyzer (psa) and the new device revealed acceptable measurements. After the device replacement procedure, noise was noted on the this lead. Reviewed of stored episodes from the previous device did reveal oversensed noise resulting in inappropriate atrial tachy response (atr) episodes. The lead was programmed to unipolar with sensitivity programmed at 10 millivolts. No adverse patient effects were reported.